Event description:
I have mentor breast implant 375cc implanted in (B)(6) 2009. About a year after, I started having severe pain. One year later, this turned into a "misshapen" breast. An MRI showed a rupture and contracture, grade iii. I had a second surgery and was told mentor implants had a 01% rupture rate. (They now are known to have the highest rupture rate on the market). I asked my surgeon to explant. She said this was not an option and instead of an exchange for a smaller size. My surgery showed a significant rupture with "very little of the shell intact" as my operative report stated. Gel bleed was also seen. The surgeon was not certain if it was all contained within the capsule. She did an en bloc on the left implant and removed the capsule with the implant. My tissue was not sent to pathology as "it was not standard practice at that time," according to my nurse. I had sientra smooth moderate profile under the muscle implants implanted in (B)(6) 2014. A hematoma formed over my heart. Since then, I have had major health issues indicative of autoimmune issues and breast implant illness. My symptoms include skin bumps on face and neck constant ache in left breast in the center and on left where capsular contracture was, sharp pains in bottom of left breast that has wake me up at night. Constant itchiness near surface and on inside of left asymmetry, enlargement of left breast and "misshapen" at bottom, migraines and neck pain, swollen lymphnodes, fluid movement and sloshing over the heart, feels like something is trapped behind or below the implant, brain fog, pain, red hazy eyes, bloodshot and burning eyes, blurry vision, gas bubble in center of left part of chest, unexplained and consistent weight gain (despite constant exercise and healthy lifestyle), bloated and distended stomach, hair falling out in clumps, burning sensation in breasts, consecutive staph infections, tightness and constriction in chest, heart palpitations, shortness of breath, frequent nosebleeds, night sweat, insomnia, burning eyes, dry mouth, gastrointestinal issues, low libido and head tremors. I have reported the sloshing and pain since the day of my second surgery. I have reported the rest of the symptoms over time. I am saving all my money to proceed with explant surgery. This has ruined ten years of my life and it is only now that breast implant illness info is coming to light, only now that it has been published that breast implants contain 40 neurotoxins and only now that the FDA held a hearing for the hundreds of thousands of women who have now come forward with symptoms from implants. Both the companies I have had devices from are among the ones that were warned by the FDA. I have not been tracked by either company, nor by my surgeon unless I ask to see her or my nurse. When I had the exchange surgery. I had to sign forms that I wouldn't sue the medical device company in order to get them to pay for it. If any of the info that is published now are available in 2009 when I originally got under the muscle silicone gel breast implants. I would never have done this. I continue to suffer from worsening symptoms and have consults with different surgeons and for explant surgeries. This is a horrible life and if I could tear them out of my chest, I would. It's time for the FDA to admit the problem and take them off the market. FDA safety report ID# (B)(4).